Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported single gripper actuation appears to be related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the tactile gripper did not drop while identifying gripper orientation in the left atrium. It functioned normally during prep. When the gripper did not drop the lock was cycled and it dropped. However, it did not drop a second time so the clip was removed. On the back table the clip delivery system (cds) was inspected and the grippers functioned normally. It was concluded that the lock lever was not being pulled back well beyond the blue line. A replacement completed the procedure and the mr was reduced to grade 1. There were no adverse patient effects.